Event description:
Customer claims that the alarm has no power when tested with new batteries. No visible damage to the case. There was no pt/caregiver incident or injury. Inspection of the returned product found that the unit powers on but has no alarm tone and the fail safe does not work.

Manufacturer narrative:
Eval of the returned product found that the alarm powers on but there is no alarm tone. The fail safe feature does not work. There is no visible damage detected. Manufacture references (B)(4).